Event description:
This is report 3 of 3 of the same event: it was reported that the console device would not "power up". It was stated that once a handpiece device was put into the console, it "would not work and then become frozen." The device would yield the same result after being powered on/off, and when another handpiece device was tested as well. It was reported that the event occurred during a back surgery. There was a one hour delay in the surgical procedure due to time needed to sterilize and prepare an alternate device. Allegedly, additional anesthesia was required as a result. After an alternate device was prepared for use, the surgery was completed successfully. It was unknown if injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.